Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 130 or pump error 82 noted. The insulin pump was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed two pump errors. The alarms occurred suddenly when they were just walking around. The insulin pump passed the displacement test. The insulin pump was not dropped or bumped. The customer's blood glucose level was 20 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.